Event description:
It was reported that the customer had a battery out limit alarm and damage on the insulin pump. Customer stated that the damage was by the battery compartment on the pump. Customer stated that it was just normal wear and tear. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube.